Event description:
During PICC line placement guidewire fractured leaving fragments. The retained fragments were removed surgically.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of rewd0745 shoed no other similar product complaint(s) from this lot number.